Manufacturer narrative:
(B)(6). (B)(4). I looked it up in the FDA website using the keyword centerpiece. Neither device nor applicable imaging studies available. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent laminoplasty on an unknown date at unspecified cervical levels. On an unknown date post-op, screw was found to be backed out. No patient complications were reported. The initial surgery was performed on c3-c6 on "(B)(6)". Part and lot number of the centerpiece device used were not provided. About a week post-op, a screw placed on cranial side of c3 lateral mass was found to be backed out. "80% of the screw" came out from plate. Patient had no symptom associated with the event. No additional treatment was scheduled. Surgeon did not provide any comments about the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.